Event description:
The user facility reported that the device drill bit was broken in the attachment during a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.